Event description:
It was reported that noise was observed on the atrial and rv leads. Clavicular crush or an insulation break was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.

Manufacturer narrative:
Analysis found that a partial lead measuring 14 cm in length from the connector pin was returned. Two insulation abrasions were noted on the is-1 connector from 5.1 to 5.3cm from the connector pin. The location of the abrasions is consistent with friction to the ICD can.